Manufacturer narrative:
Batch data analysis will be performed when the batch number is available.

Event description:
According to the received information, the patient was injected with an unknown amount of rha 4 in the nasolabial folds (unknown date). In a timeframe that is unknown, the patient developed a vascular occlusion and necrosis in the injected areas. On an unknown date, the patient was treated with a dissolving agent, unsuccessfully. Therefore the patient was sent to the hospital for further treatment. It is unknown which treatment was given at the hospital. No additional information was received at the time of this report.

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with an unknown amount of rha 4 in the nasolabial folds (unknown date). In a timeframe that is unknown, the patient developed a vascular occlusion and necrosis in the nasolabial fold (side unknown). On an unknown date, the patient was treated with a dissolving agent, unsuccessfully. Therefore the patient was sent to the hospital for further treatment. It is unknown which treatment was given at the hospital. Despite several reminders, no additional information could be retrieved at the time of this report.